Event description:
Undergone a bilateral subcutaneous mastectomy and subsequent reconstruction by a physician. Pt was left with fullness in breast and unhappy. On 4/22/1998 pt had removal and replacement of left breast implant. Intraoperatively when capsule entered a creamy white fluid noted. Negative bacterial culture. Implant removed and replaced due to fluid encountered.